Event description:
Reporter alleged the blood glucose monitoring device is not storing results correctly. Reporter stated memory values in the device do not match the results listed in the diary or readings recalled being taken. Reporter indicated scrolling through memory results and the readings did not match the diary. A request was made for the return of the suspect device and replacement product was sent.